Event description:
It was reported that, "due to the pt stating that her knee felt loose and clunked, surgeon removed the original insert and replaced it with the one listed above."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.